Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
About 5 years before, mdm and accolade2 was implanted. Although the timing was undecided, when a patient visited the hospital, there was inflammation suspected of armd/alval. Currently under observation.